Event description:
It was reported that "surgeon was doing a revision case. He removed a 7.5 screw and put in a xia 3 8.5 screw. He was in final tightening and the blocker kept advancing in the tulip and we never hit 12 mm."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.